Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge leaked as a result of overfilling the cartridge. There was no reported adverse impact to the customer's blood glucose level. Multiple attempts were made to obtain additional information; however, no response was received.